Manufacturer narrative:
Follow-up #1: date of submission 04/06/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03/16/2017 with the following findings: on investigation, the pump powered on with functioning audio tone and vibration. The display screen was not blank, however, appeared to be blank due to a very dim/unreadable display screen. The display screen issue is being reported on summary pilot report per agreement referencing (B)(4). Investigation did not duplicate the complaint.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter alleged the pump screen was blank where they would have to prime it. The reporter could not be reached for further information. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may impact insulin delivery.